Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was found to have an indication of high current demand in the fuel gauge register. Investigation determined the indication was a false positive. The device was normal. The cause of the change of state of the bit in the register was not determined. (B)(6).

Event description:
It was reported that prior to implant, upon interrogation an alert indicated excessive current drain. This device was not implanted.